Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to press the port clutch. The customer followed the instructions, and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper setup by the customer.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, user informed the technical support engineer (tse) that they encountered a message of "arm was moved unexpectedly" on the screen. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
Updated annex code a to a23 - use of device problem and annex code c to c23 - usage problem identified. Intuitive surgical, inc. (Isi) followed up with the initial reportable and obtained the following information: the system functionality was checked upon powering on the system. The system initially powered on without errors. The arm did not move unexpectedly. The procedure was completed with all 4 arms. It is unknown if any external collisions between the equipment and the staff occurred. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.